Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a few days after it was first implanted, this right ventricular (rv) lead exhibited high pacing threshold measurements. Other electrical measurements were within normal limits. The physician suspected the lead might have micro-dislodged. As result, the patient underwent a surgical revision wherein the lead was successfully repositioned. The rv lead remains in service.